Manufacturer narrative:
Unknown part number, UDI is unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the surgery for lumbar canal stenosis was performed using the expedium system. The surgery was successfully completed. The fixed area was t8 - iliac. After this surgery, the following events occurred. - the patient had a fever (around 40 degrees c), and it had been kept. - the patient was transferred to another hospital because he was not getting well. - he was under follow-up while he was receiving treatment for diabetes mellitus (dm). - the surgeon diagnosed by a blood test that he was infected with (B)(6). - on (B)(6) 2017, all the screws (part#: unk) in use were removed from the body. The surgery was successfully completed with a 150-minute delay. No additional information has been provided from the hospital.